Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned breathing circuit was tested using a multimeter. A continuity test was used to locate the break in the heater wire. Results: the inspiratory heater wire was open circuit due to a break in connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that there was a heating issue with an rt212 adult inspiratory heated breathing circuit. The resistance of the heater wire was "measured 12.6k ohm, normal resistance is about 17 ohm." This was observed during use on a patient. No patient consequence was reported.